Event description:
Reporter alleges pt developed significant capsular contracture after she had mammography. Physician indicated that initially following the mammogram they assumed her implants were ruptured from that procedure based on changes in appearance of the breast area. However, subsequent MRI showed that the implants "looked like cauliflower" in profile. By this, he described the implants being intact, but having "involuted" and "collapsed in" on itself.